Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button became detached from the pump. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, the pump battery dropped form 30% to 5% while connected to a power source. The customer's blood glucose (bg) level was over 500 (mg/dl). The contact stated the possible cause of the elevated bg level was the customer's site may have been damaged while engaging in horseplay. The contact declined troubleshooting for the elevated bg level at the time of the reported. A manual injection and a supply change were performed to address bg level. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions (battery, wake button) were verified and a different issues were identified. The most likely cause of the high bg event was due to the user suspending insulin delivery.